Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
(B)(6) states the dealer let the batteries go dead. Dealer tried to trickle charge the batteries, and they saw a puff of smoke. (B)(6) confirmed that there was nothing wrong with the battery (except that he had let it go dead) and that the trickle charge caused the poof and smoke.